Event description:
Placement of the endovascular graft was without incident. The molding balloon was inserted and advanced to the proximal portion of the stent graft where the proximal landing site was molded. During molding at the overlap junction of the graft with the ipsilateral leg graft, the balloon catheter would not deflate. The physician wiggled the device gently and attempted to move the balloon deflation lumen off of the graft. Finally the physician decided to cut the deflation hub off in order to resolve the situation. Balloon still would not deflate. A .018 wire was advanced inside the balloon in an attempt to "pop" the balloon, but was unsuccessful. Ultimately, the physician was able to gently pull down on the shaft of the balloon very slowly, without moving the graft, and the balloon catheter gave way and deflated. Device was removed, and another balloon was inserted in order to conclude the procedure. No consequences to the pt.